Event description:
It was reported the patient underwent a lead revision. It was noted the implantable neurostimulator (ins) remained in place during the procedure. No additional information was available at the time of report; additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 377775, lot # v006895, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 377775, lot # v006895, implanted: (B)(6) 2006, explanted: (B)(6) 2013; product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), product type extension; product ID 3708140, serial# (B)(4), product type extension. (B)(4).